Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.

Event description:
Reporter stated "placed on (B)(6) 2025. It broke and was removed on (B)(6) 2025. The lot # was listed at the ref # in the charting, so I do not have the 2nd lot number. There was not injury to patient. The heart and the extension are available for return but not the length of catheter that was in the patient."